Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Exemption number e2014015. Product code - oto. Total number of events reported: 167. 109- restorelle. 58 - novasilk - attachment: [oto_asr_june_july.2016. (1).zip].

Event description:
As reported to coloplast though not verified, patient's legal representative stated significant urinary urgency, recurrent prolapse, uti, nocturia, urinary incontinence.